Event description:
Revision surgery - the baseplate loosened due to the cement on the glenoid; the cement gave way and created a void.

Manufacturer narrative:
The reason for this revision surgery was due to the baseplate loosening. The length of in vivo service was almost 2 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part number; summary of investigations: 1 functional, 1 dimensional concern, 7 broke/cracked/damaged, 4 revision surgery, 26 device cracked/broke, 3 device failed, 19 dislocation, 1 wear/excessive wear, 6 pain, 18 infection, 34 trauma, 17 device loosening, 1 surgical technique was not followed, 17 stability, poor joint, 6 fixation, poor implant to bone, 5 malpositioned, 2 dissociation, 1 other, 1 blank. This is the first complaint against this lot number. The root cause for the baseplate loosening was reported as the cement on the glenoid; the cement gave away and created a void. The surgeon reported no issues associated with the product. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.